Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for failure to expand of the inferior vena cava (ivc) filter and retrieval difficulties.based on the available information, the definitive root cause is unknown.based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf310f vena cava filter allegedly filter difficult to be removed and failure to expand. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is 61 years old and weight was not provided.